Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, increased capture threshold resulting in a loss of capture and p-wave amplitude variation was observed on the right atrial (ra) lead. An x-ray was performed and confirmed that the ra lead was dislodged. The ra lead was repositioned to resolve the event. The patient was stable with no consequences.